Event description:
The customer reported an incompatible scope error during a pre-use inspection of an olympus colonovideoscope. No patients were involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.